Manufacturer narrative:
On february 12, 2026, the user reported ongoing difficulty maintaining a stable connection between the sensor and transmitter, with frequent "no sensor detected" alerts. Although troubleshooting occasionally yielded a "good" signal, it remained unstable and dropped easily. The user's transmitter (sn (B)(6)) was previously replaced on (B)(6) 2025; therefore, a sensor RMA was approved and the device was requested for further evaluation. Returned sensor testing demonstrated that the sensor was able to establish excellent, stable signal with the transmitter, indicating no functional defects. However, in vivo data analysis revealed communication issues characterized by frequent quality flags and missed reads. It had been reported that during the insertion procedure, the hcp had to insert the sensor deeper due to pre-existing scar tissue at the insertion site. Based on these findings, the issue is most likely attributed to deep or misaligned sensor insertion rather than a device malfunction. The user was referred to the hcp for a sensor replacement as part of the resolution.

Event description:
Senseonics was made aware of an incident where a user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.